Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted that the patient's implantable cardioverter defibrillator had non-sustained right ventricular oversensing due to suspected myopotential oversensing. The second issue noted was the mode switch that was caused by increased sinus rate. Programming changes for both issues were suggested by technical services. The patient would follow-up with their physician and there were no patient consequences.

Event description:
New information received notes that the right ventricular oversensing recorded that was occurring might not have been true episodes. It is suspected to be due to myopotential because there is no spike on the oversensing marker. Programming changes were discussed.